Manufacturer narrative:
Evaluation of the returned screw confirmed that the device met spec requirements. The cause of the screw backout cannot be positively determined but may be related to surgical technique. Examination of the returned concomitant device plate found its cam lacking material deformation that would indicate sufficient locking of the screw. Following insertion of the screw, the cam of the plate must rotated to lock the screw and prevent screw backout. At this time, the complaint is considered to be closed.

Event description:
Revision surgery was performed to remove a uniplate screw that had backed out from a spinal plate. The screw as well as the rest of the construct including a uniplate and two additional screws that were not at issue were explanted. As surgical intervention was performed, a medwatch report is being filed to document this event.